Manufacturer narrative:
A device history record review was completed for provided material number 305895 and lot number 2411011. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, five (5) picture samples and the affected physical sample were returned for evaluation by our quality team. Unfortunately, the physical sample could not be located upon the noted delivery. A thorough analysis was completed using the pictures provided. If the physical sample is found, additional investigation findings may be updated. The picture samples show an eclipse needle with black spots. The black spots were identified as embedded contamination. The embedded particles could have been produced during the injection machine process. Due to the high working temperatures, different gases are produced inside of the molds. During normal production, these gases are expelled through conduits outside of the mold cavity. In this case, due to some unusual circumstance, the gases were not expelled correcting causing burnt pieces to occur within the mold cavity (the black spots). We would like to inform you that this is a cosmetic defect only with no health risk as the plastic pieces are embedded without the possibility of detachment. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that the bd needle eclipse s/t 21x1-1/2 rb tw had foreign matter. The following information was provided by the initial reporter: we¿ve recently come across a dirty cannula that was stored in one of our theatres before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.